Event description:
During the patients 5 week post operational follow-up, it was discovered that the petite mpj vlc gridlock plate left was broken. The broken plate was confirmed via x-ray. There was no complaint of pain from the patient. At the point of the follow-up, no fusion had occurred. Doctor noted patient non-compliance.